Event description:
It was reported to integra territory manager regarding an a1059 mayfield modified skull clamp having a faulty index knob which failed to lock on a patient (age and gender unknown). The incident was thought to have occurred on (B)(6) 2017. There was a slippage of the rocker arm during the case while consultants were doing their registration. The patient was supine and head lateral movement was reported. The rocker arm was readjusted and relocked in order to continue the procedure. There was no delay in surgery and the patient was "fine" with no injury.

Manufacturer narrative:
Investigation completed on 01/12/2018. This skull clamp was reported as having a faulty index knob which failed to lock, and it was mentioned that there was a slippage in the case it was being used in. This unit was assessed and there was found to be no fault with it. It is fairly new, in excellent physical condition, and all parameters are within specifications. The index knob has a firm tension and therefore could not easily be unlocked by accident, the torque knob reads the correct pressure value and is smooth to rotate, and the skull pin receptacles are in excellent condition. Device history record reviewed for sn (B)(4) work order /(B)(4) lot/ 141 a total of (B)(4)were manufactured on 1/20/2014 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points . No service history is on file for this device. The root cause of the reported complaint is undetermined.